Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Please see also section b for updates (event found at) obtained from customer response to follow up. The device was returned to olympus for inspection and the reported issue was not reproduced. However, evaluation found no image due to bad cable. Based on the results of the investigation the device malfunction reported was not able to be reproduced during evaluation. A definitive root cause of the reported issue and found failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Issue was found during the pre-use preparation process.

Event description:
It was reported the rigid video scope presented an e104 message. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.